Event description:
Information was recevied in mar 2006 from a female patient, initials, dlc, with a medical history of osteoarthritis and frequent effusions in both knees, who experienced left knee increased swelling and left knee cramping in the back. The patient began treatment with synvisc in jan 2006. The patient received on injection of synvisc into the left knee in jan 2006. On an unknown date, the patient experieced increased swelling in her lfet knee and cramping in the back of her left knee after receiving synvisc. She refused continued synvisc therapy. At the time of this report, the patient's outcome was unknown. The reporter stated that the physician had assessed the relationship of the events to synvisc as not related. Additional information was received in mar 2006 from the physician. The patient had a history of moderate osteoarthritis in both knees for 8 years, with joint narrowing and osteophytes, and prior knee effusion. Previous treatment including nsaids and steroids. Effusion was not collected prior to the synvisc injection. On jan 10, 2006, the patient received a cortison injection. 10 days after the event date the events resolved. The physician assessed the casualty of the events as possibly related to synvisc. At the time of this report, the patient had recovered without sequelae.